Event description:
This lead was capped and replaced due to pacing impedances increasing and currently at 1500. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available impedance trend confirmed the stable increase of the lead impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.